Event description:
A malfunction code was reported, indicating an issue with the pump. There was no reported adverse impact to customer's blood glucose level. Technical support arranged to replace the malfunctioning pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Instructions were given to the customer on how to store and return the faulty pump using a prepaid label, which the customer confirmed understanding.